Event description:
It was reported that review of a few ventricular tachycardia episodes for this implantable cardioverter defibrillator (ICD) had observations of noise caused from respiratory rate trend (rrt) sensor oversensing. The noise was not being sensed, and there were no reports of changes in impedance values. Technical services discussed to turn the rrt feature off. No adverse patient effects were reported.